Event description:
It was reported that while using a bd relion insulin syringe, the needle broke off in the consumer. The consumer was evaluated at an urgent care, and was referred to a hospital. At the hospital, he was prescribed antibiotics and advised to follow-up with a surgeon. The consumer declined to follow-up with a surgeon.

Manufacturer narrative:
It is unknown if a sample is available for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation. (B)(4).